Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the trunk cable connector was physically damaged preventing the belt from properly connecting to a monitor. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.